Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the ipg was implanted deeper which resolved the issue. Reportedly, stimulation was restored post operatively.